Event description:
The customer reported that after applying a new pod at a new insertion site, her bg's elevated (to 362mg/dl). The following morning, she continued to experience high bg's (288-362mg/dl) despite having administered multiple correction boluses. A manual insulin injection via pen was administered to counter the high bg's. She proceeded to remove the pod, at which point she noticed that there was blood at the tip of the cannula. The pod will be returned for eval.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.